Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 530 mg/dl, 450 mg/dl and 350 mg/dl. The customer reported that they had motor error and no delivery. The customer was able to complete pump rewind. It was reported that they had performed displacement and was passed. The customer reported that the drive support cap appeared to be normal. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will not be returned for analysis.